Manufacturer narrative:
Concomitant medical products: 4194-88 lead, implanted: (B)(6) 2005; 4574-53 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered, the patient felt dizzy, and the patient came to the emergency room. An interrogation showed a possible right ventricular (rv) lead tip fracture as oversensing/noise was noted as short v-v intervals and non-sustained episodes. The threshold was also noted to be unstable. Reprogramming was performed to put the device into voo mode. A few days later, the cardiac resynchronization therapy defibrillator (crt-d) system was inactivated and a leadless pacemaker was implanted. No further patient complications have been reported as a result of this event.